Event description:
On 08 jan 2020, neotract was informed of a successful prostatic urethral lift (pul) procedure during which a delivery device deployed improperly. No patient injury or harm was reported. On 19 feb 2020, neotract's investigation of the device indicated that 1-2mm of the needle tip was missing. Neotract notified the physician of the investigation results. On (B)(6) 2020, the physician reported that no further follow up examinations will be performed as the patient is doing well.